Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05530. It was reported the patient underwent a lead revision because one lead migrated and the other lead broke in half. The distal end of the lead that separated was retrieved but added an additional 20 minutes to the surgery. Both leads were replaced to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.